Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
(B)(4). Reason for original complaint: litigation papers allege: suffer serious bodily injuries and has incurred, and continues to incur, medical expenses to treat patient's injuries and condition. Update rec¿d 10/11/2012¿ pfs and medical records received. Part/lot was provided. The unknown hip is "beign" changed to a poly liner and the femoral head is being changed for bodily injuries. A correct doi was given. There is no new additional "infomration" that would affect the existing MDR decision. The complaint was updated on: 05/07/2014. Update ad 03 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There is no new allegation. Added cup and stem since articulating surfaces are non-metal. Doi: (B)(6) 2004; dor: none reported; (right hip).

Manufacturer narrative:
(B)(4). The device associated with this report was not returned for examination. Depuy considers the investigation to be closed. If additional information is received; it will be evaluated and processed per depuy procedures. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.